Event description:
Several events registered with clear noise on rv lead and vf recordings detected due to noise. 17 inappropriate shocks received by patient. Noise and pacing impedance greater than 3000. Patient hospitalized, lead capped, new lead added.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between (B)(6) 2019 and (B)(6) 2020, recorded the rv pacing threshold initially at 1.2v before it abruptly rose onto 3v in the end of the recorded period. The rv sensing amplitude was initially recorded between 15 and 19mv, before it abruptly rose onto 11mv in the end of the recorded period. The rv pacing impedance was initially recorded at 400 ohms before it abruptly rose above 3000 ohms in the end of the recorded period. The rv shock impedance was initially recorded at 45 ohms before it abruptly rose onto greater than 150 ohms in the end of the recorded period. The analysis of the provided iegm episodes showed artifacts in the rv and ff channel which led to the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.